Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
This report is related to the ipg associated with the patient's cervical scs system. It was reported the patient stopped recharging her ipg as recommended. In turn, the patient's charging system and programmer are no longer able to communicate with the ipg due to it being inoperable. As a result, the patient plans to undergo surgical intervention.

Event description:
Follow-up revealed the patient's ipg was explanted and replaced with a different model. Surgical intervention resolved the patient's issue.